Event description:
Information received indicates when the brake is engaged the foot casters would still swivel.

Manufacturer narrative:
The technician found that the casters were worn due to age. The technician replaced the casters stems and horns to repair the stretcher.